Event description:
It was reported that the patient fell and had the device removed sometime in (B)(6) 2015. The patient¿s implantable neurostimulator (ins) and lead were explanted. It was unknown if there were any patient symptoms or complications associated with the event and the patient¿s outcome was not report. Additional follow up is being conducted to obtain more information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).